Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 immunochemistry system. The false positive results were not reported outside the laboratory.

Manufacturer narrative:
The samples were serum. No sample issues were noted. The customer did not provide any qc information. No issues were noted with other chemistries. No system errors were noted. A clear root cause for this event is unknown but appeared reagent related. The customer was sent a replacement reagent lot.